Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.